Manufacturer narrative:
Follow-up # 1 date of submission 09/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings: during investigation, a review of the pump black box data showed one pump reboot. A visual inspection of the pump showed that the battery compartment was cracked. During testing, the pump powered on with audible and continuous vibration to a blank display. A test display was installed and the display was found to function appropriately. Further testing of the power issue was not able to performed due to the blank display. The pump was opened and there was moisture damage found on components of the printed circuit board and display. The complaint of a no power issue was not able to be fully investigated due to the unrelated blank display issue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.